Event description:
An optometrist reported that a patient had bilateral lasik surgery. On the first day following surgery, the patient reported irrigation and blurry vision in both eyes. This report will address the patient's right eye. The patient was examined and was diagnosed with a dislocated flap and transient light sensitivity syndrome. The flap was refloated and repositioned, and a bandage contact lens was applied. The patient has been followed and is doing very well. The bandage contact lens has been removed and the patient is taking only artificial tears during the daytime, and lubricating gel at night.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).